Event description:
It was reported that there was no stimulation sensation felt in the foot. At implant the patient determined that they wanted the lead implanted a little bit higher than the trial for back coverage. So the doctor placed the leads one vertebral body higher. After using the system, the patient was not getting stimulation to the foot, so they were planning to revise the system. They were going to pull the leads down one vertebral body. The revision was going to take place in 2 days. The managing doctor was also the implanter. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a revision on (B)(6) 2015. The physician just pulled the leads down. No device issues were noted. After the revision, the patient was receiving effective therapy with no further issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).